Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/ perforation of fallopian tube/uterus/ failure to occlude (close)') and embedded device ('the other was embedded in my uterus') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus removal and polycystic ovaries (not recovered prior to essure). Concurrent conditions included renal hematoma. Concomitant products included antidepressants since 2003 for depression, levothyroxine sodium (synthyroid) and liothyronine for hyperthyroidism, cefradine (brace) for patella fracture, potassium for potassium low as well as alprazolam (xanax) from may 2016 to june 2016, escitalopram oxalate (lexapro), estradiol from december 2012 to august 2018, hydrochlorothiazide;triamterene (triamterene & hctz) until (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) since(B)(6) 2015, phentermine from september 2015 to may 2016, sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain/ lower pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion/ migration (movement) of essure/ migration of essure device location of device: uterus/ expulsion of essure device"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), abdominal pain lower ("lower abdominal pain") and polycystic ovaries ("polycystic ovaries was aggravated by the device"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral) and hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, dysmenorrhoea, psychological trauma, abdominal pain lower and polycystic ovaries outcome was unknown and the dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, pelvic pain, polycystic ovaries and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for other injuries pain(dysmenorrhea, dyspareunia, pelvic/abdominal ) perforation & migration. Discrepancy noted in essure insertion date-( B)(6) 2008 and (B)(6) 2008 the plaintiff states that she believes 1 device was removed and the other was embedded in my uterus but never confirmed as removed during hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left occlusion only. Unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/ perforation of fallopian tube/uterus') and device expulsion ('device expulsion/ migration (movement) of essure') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral) and hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for other injuries pain(dysmenorrhea, dyspareunia, pelvic/abdominal ) perforation & migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received-event injury to herself removed and new events device expulsion, perforation of fallopian tube, apareunia, pelvic pain female, abdominal pain, psych injury, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse)were added. Reporter and patient demography added. Updated suspected drug indication. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/ perforation of fallopian tube/uterus/ failure to occlude (close)') and embedded device ('the other was embedded in my uterus') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus removal and polycystic ovaries (not recovered prior to essure). Concurrent conditions included renal hematoma. Concomitant products included antidepressants since 2003 for depression, levothyroxine sodium (synthyroid) and liothyronine for hyperthyroidism, cefradine (brace) for patella fracture, potassium for potassium low as well as alprazolam (xanax) from (B)(6) 2016, escitalopram oxalate (lexapro), estradiol from (B)(6) 2012 to (B)(6) 2018, hydrochlorothiazide;triamterene (triamterene & hctz) until 26-oct-2018, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, phentermine from (B)(6) 2015 to (B)(6) 2016, sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain/ lower pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion/ migration (movement) of essure/ migration of essure device location of device: uterus/ expulsion of essure device"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), abdominal pain lower ("lower abdominal pain") and polycystic ovaries ("polycystic ovaries was aggravated by the device"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral) and hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, dysmenorrhoea, psychological trauma, abdominal pain lower and polycystic ovaries outcome was unknown and the dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, pelvic pain, polycystic ovaries and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for other injuries pain(dysmenorrhea, dyspareunia, pelvic/abdominal ) perforation & migration. Discrepancy noted in essure insertion date- (B)(6) 2008. The plaintiff states that she believes 1 device was removed and the other was embedded in my uterus but never confirmed as removed during hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left occlusion only. Unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: plaintiff fact sheet received : severity of pelvic pain and dyspareunia updated. Event added-" polycystic ovaries was aggravated by the device and the other was embedded in my uterus". Outcome of lower pelvic pain updated to "recovered". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('claiming perforation: fallopian tubes/ perforation of fallopian tube/uterus/ failure to occlude (close)') and device expulsion ('device expulsion/ migration (movement) of essure/ migration of essure device location of device: uterus/ expulsion of essure device') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus removal. Concurrent conditions included renal hematoma. Concomitant products included antidepressants since 2003 for depression, levothyroxine sodium (synthyroid) and liothyronine for hyperthyroidism, cefradine (brace) for patella fracture, potassium for potassium low as well as alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2016, escitalopram oxalate (lexapro), estradiol from (B)(6) 2012 to (B)(6) 2018, hydrochlorothiazide;triamterene (triamterene & hctz) until (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2015, phentermine from (B)(6) 2015 to (B)(6) 2016, sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral) and hysterectomy(full),salpingectomy (bilateral) and oophorectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, female sexual dysfunction, dysmenorrhoea, pelvic pain, psychological trauma and abdominal pain lower outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for other injuries pain(dysmenorrhea, dyspareunia, pelvic/abdominal ) perforation & migration. Discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left occlusion only. Unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet was received. Events added from pfs- lower abdominal pain. Reporter information, medical history, concomitant drug, events onset date, events outcome were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.